Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device failed during use while the display was still illuminated and displayed device failure - error code 99.0240. The user swapped the ventilator to resolve the issue. No patient injury was reported.

Manufacturer narrative:
The affected device was analyzed on-site by dräger service and the log file was secured for a detailed investigation. Based on the log entries it could be confirmed that the device detected an internal deviation and performed a single restart. Based on the log entries the root cause for the event was determined a disruption in the program run of the software as a single event. The deviation was solved after the restart of the device. A deviation in the electronic system that cannot be rectified by software routines will trigger a restart of the entire system. During the restart sequence which usually does not take longer than 12 seconds the device opens the pneumatic system to ambient to enable spontaneous breathing of the patient. The user will be alerted by means of a corresponding high-priority alarm. After completion of the restart the ventilation will be continued with the last valid settings. Field failure rate of software is tracked and considered inconspicuous. The risk assessment concerning the reported event does not reveal any new or additional risk.

Event description:
It was reported that the device failed during use while the dispaly was still illuminated and displayed device failure - error code 99.0240. The user swapped the ventilator to resolve the issue. No patient injury was reported.